Event description:
The physician reported as "leaking of the tube, possible fatigue, the tube broke but not at the connector point".

Manufacturer narrative:
Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number, and implant date provided by the reporter, the connector type is assumed to be a taper I. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."